Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On (B)(6) 2024, it was reported by the child's father that his son's infusion set's tubing came apart at the quick release while he was taking a nap. The site location was of patient' leg and the pump was located on the belt. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.